Event description:
It was reported that a spectrum pump alarmed upstream occlusion four times and max air four times despite no air in the line during a patient infusion of emend in the outpatient treatment facility. The event contributed to longer infusion times and staff alarm fatigue. The bag height was 24 inches. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was received for evaluation. During functional testing, the reported problems 'upstream occlusion four times' 'maxi air in twice and air in line one time' were not reproduced during evaluation. A review of the event history log revealed multiple 'upstream occlusion!' And "air-in-line!" Alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.